Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose (bg) levels between 250-275 (mg/dl) and moderate ketones. A correction via the pump and an injection was delivered to address bg levels and water consumed to address ketones. The pump settings were also adjusted and the infusion set changed. System check with tandem technical support indicated the pump was performing as expected; however, the customer believes something is still not functioning properly on the pump. Recommendation was made to consult with a health care provider to discuss diabetes management.